Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. Since no sample has been returned and no objected evidence has been provided, the investigation will remain inconclusive for the reported material rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u85064 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.